Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery which may disable radio frequency (rf) telemetry and increases the chances of the device operating in safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery which may disable radio frequency (rf) telemetry and increases the chances of the device operating in safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.